Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg would no longer able to charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.